Manufacturer narrative:
Device power up properly after battery installation. No blank display or missing segment or display anomaly noted. Device was received with normal operating currents and passed self-test, unexpected restart and displacement test. No unexpected off no power, low battery, weak battery , battery out limit and failed battery test alarms noted during testing. Device had cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump half screen went blank. The customer¿s blood glucose level was 165 mg/dl at the time of the incident. Customer also stated that reservoir lip ring was damaged. Troubleshooting was performed. Insulin pump will be returned for analysis.